Event description:
It was reported that after implantation of the first heartmate 3 (B)(4) thrombus from the left atrial appendage occluded the ventricular assist device (vad). The heartmate 3 pump was replaced. The patient was in the intensive care unit (ICU) at time of reported event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus from the left atrial (la) appendage occluding the ventricular assist device (vad) could not be confirmed as no photographs were provided for review and the pump was not returned for evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported thrombosis could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists thromboembolism as a potential late postimplant complication. Section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.